Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix was stretched. The device was removed and replaced. The patient was in stable condition.